Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she was experiencing shortness of breath due to high blood glucose level. Customer's blood glucose level at time of incident was 346 mg/dl. Customer's blood glucose level at time of call was 133 mg/dl. Customer treated her high blood glucose level with an injection of insulin. Customer mentioned that her doctor noticed a glitch in the insulin pump. Customer also mentioned that the insulin pump vibrated and shut off during the delivering of a bolus. After troubleshooting, the customer will be sent a tubing clamp and was advised to call back to complete the troubleshooting then.